Manufacturer narrative:
There was no device returned for evaluation and no additional information provided related to this event. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. If further information is acquired that adds value to the content of this report and/or a valid conclusion can be drawn, a follow-up report will be sent.

Event description:
During implantation, screw head snapped off from the body of the screw. The body of the screw still remains within the patient's mandible. Screw head was tossed and will not be returned for evaluation.